Event description:
A customer contacted beckman coulter inc. (Bec) stating that the wash concentrate canister in unicel dxc 600i synchron access clinical system was not filling. The customer removed sensor plug and found greasy matter on top of the canister. The customer reseated connection, homed and primed the system. Bubbles were seen coming from top of wash concentrate canister. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and found a hairline crack on the wash concentrate canister top and replaced it. Fse also cleaned the hydropneumatic area and replaced valves. (B)(4).